Manufacturer narrative:
H3,h6: imaging system powered up ok. Checked voltages all ok. Power supply board at 5.11. All batteries are on specifications. Took several 3d 2d shots all ok. Rebooted imaging system and mobile viewing station (mvs) several times. Mvs connecting just fine. Sent logs to be verified and looked over logs ok. Could not duplicate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the site stated they lost fluoro capability during a computed tomography (CT) spine case today. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
- G2 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.